Event description:
Pts are experiencing pressure ulcers on the skin that is touching the acp chest pad.

Manufacturer narrative:
Initial registration of complaint, will advise after communication with hospital in (B)(4) and the distributor ((B)(4) 2011).